Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system approximately one year ago, during an anterior repair procedure. Her condition at the conclusion of the procedure was reportedly fine. Following the procedure, the patient presented with mesh exposure and dyspareunia (date/s of onset unknown), and sometime in (B)(6), 2011, she had a 2 x 2 centimeter portion of mesh excised at the mid line over the cervix juncture to the anterior vaginal wall. It is unknown whether the patient¿s complications were resolved as a result of the partial mesh excision. All other information is unknown and reportedly unavailable.